Manufacturer narrative:
Related MDR: 3004193489-2015-00056. Test strip lot # 1020214204, expiration date: 07/2016, control solution lot # 1030113018 82-127 mg/dl. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
The consumer called into customer care concerned about high blood glucose readings she is getting when using her nova max link meter. After going home from the emergency room, the consumer received a result of 115 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips from the same vial getting the following result of 354 mg/dl. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before using their initial test strips as instructed in our directions for use. A control solution test was not performed while on the line.